Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a prp procedure, the tubing by the light sensor began to leak. The blood spilled out and was cleaned and the kit was properly disposed of. A second kit was opened and used to complete a second draw and the procedure was completed.